Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 14-apr-2026. The unit was returned with reported oxygen error, which was confirmed upon inspection that the 02% was low. The internal 02 reading measured 86%, while the external 02 reading measured 84%. In addition, data log shows that sieve warning and high psa-14 muffler was filled with dust & high psa indicating columns are contaminated with. Moisture. All are contributed to the low oxygen level. Uip, housing top and lower are dirty & scratched due to probable rough cleaning & user abused.

Event description:
It was reported that the patient's unit had a low oxygen message and was not outputting enough oxygen. This happened while the patient was flying in a plane. As a result, the patient's oxygen levels had dropped and they temporarily lost consciousness. The passengers surrounding the patient helped check on their vitals and kept the unit at a higher setting until they landed. There was no further intervention needed after that. A replacement unit was sent to the patient and it is working for them.